Event description:
This lead was implanted on (B)(6) 2007 and remains implanted at this time. A call to technical services on 12/1/2012 states at eri, may be extracting 6949 at replacement on (B)(6) . Ts states product experience due to discussion of possible fidelis extraction. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).